Event description:
A hospital in (B)(6) reported that an mr225 manual fill infant humidification chamber "exploded into 4 pieces while in use with the mr850jhu humidifier." It was also reported that there was no change in the condition of the patient. It was reported that the patient's parent, who was in the room, was struck by a piece of the chamber. We could not confirm where the man was allegedly struck, as we have received conflicting reports of him being "hit in the head" and being "wakened by something hitting his chest."

Manufacturer narrative:
(B)(4). According to reports received from the hospital, hospital staff encouraged the man who was allegedly struck by a piece of the chamber to go to the emergency room for an assessment. The reports provided to fisher & paykel healthcare indicated that he declined to be assessed. The hospital stated that they were not aware of any physical injuries to the bystander and there was no pt consequence. Method: a fisher & paykel healthcare rep received further details of the reported event in a phone call with clinical educator at the hospital. The complaint humidification chamber was not returned to fisher & paykel healthcare, however, photographs of the chamber were provided. Results: it was further reported that the hospital was using high flow, 4 liters per minute, without the use of a pressure relief valve, as recommended in the user instructions. A lot check revealed no other complaints for mr225 chambers with lot number 080730. Conclusion: during high flow nasal cannula therapy, the air source will attempt to maintain a flow of 4 l/m. The small diameter of the cannula can increase internal pressure in the breathing system, which would usually be relieved by a pressure relief valve in line with the breathing circuit. In this case, a pressure relief valve had not been used and the pressure build up in the chamber caused it to burst. A warning in our user instructions for the rt132 breathing circuit that was used in the set-up with the mr225 chamber states: "do not operate without pressure relief and or alarm facilities." A fisher & paykel healthcare rep had repeatedly suggested that this hospital use the pressure relief valve with the rt132 circuit and had provided education on the proper use of this equipment. Following this incident, the hospital has requested the recommended pressure relief valves and was provided with a case of valves on (B)(6) 2009. The hospital has reported to the fisher & paykel healthcare rep that they are now using these valves. This is the only complaint of this nature that we have received in the past yr.